Event description:
Ez35w was used during a laparascopic appendectomy. The first firing of the device was fine. The rn scrubbed in the case stated she might have reloaded the device incorrectly because it did not go in right and she jammed it in or may have put another co's reload in the device. When the device was fired there was bleeding along the staple line. The bleeding was controlled by an unknown means. The other co's endocutter was used to complete the case and was fired twice. The pt was brought in the operating room for bleeding. No more info is known at this time. On 3/26/97 nurse called back and stated she has done some follow up. She spoke with the surgeon who stated the pt developed a "coagulopathy" which he is not relating to any staple line. She also stated any complications would have been due to another MFR's instrument, since the ees instruments were switched out during the case.